Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had an ap module failure.

Manufacturer narrative:
It was reported that the cs300 intra-aortic balloon pump (iabp) was giving ap module failure. A getinge field service engineer (fse) states that the reported issue was not reproducible. The unit was cleared for customer use. No patient harm reported and patient involved.